Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 30-apr-2021. Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 05-feb-2015. On 18-feb-2016, the following information was received: return product received and forwarded to third party manufacturer for evaluation. Photograph received from complainant reveals the balloon inflation port was broken off of the catheter. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 04-mar-2016. On 15-apr-2016, the following information was received: product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 12-may-2016. (B)(4).

Event description:
It was reported that the ballooning port on the fecal management system kit was broken and the inflation port was disconnected from the device. There was no patient involvement, further information was not provided.